Event description:
A report was received that the device would make the patient feel ill. It was believed to be partially related to anxiety per the psychiatrist, and the psychiatrist recommended having the device taken out. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the psychiatrist believed that anxiety was device related.

Event description:
A report was received that the device would make the patient feel ill. It was believed to be partially related to anxiety per the psychiatrist, and the psychiatrist recommended having the device taken out. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(6), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.